Event description:
It was reported syringe 0.5ml 29ga 1/2in 7bag 420cas jp hub was separated. The following information was provided by the initial reporter: before use, hub-needle/shield assembly was separated from the barrel.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. 2 photos of (1) loose 0.5ml bd insulin syringe were provided. The customer reported that before use, hub-needle/shield assembly was separated from the barrel. The photos were reviewed, and it was observed that the syringe exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tip was observed. A device history review could not be completed as no batch number was provided. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported syringe 0.5ml 29ga 1/2in 7bag 420cas jp hub was separated. The following information was provided by the initial reporter: before use, hub-needle/shield assembly was separated from the barrel.